Event description:
A ventilator was returned to the manufacturer for scheduled preventive maintenance and a request to check its bayonet neill-concelman (bnc) remote alarm cable connector. The customer made no allegation of device or bnc remote alarm cable connector malfunction. There was no reported patient harm or injury. During evaluation of the ventilator, a malfunction of the device's bnc remote alarm cable connector was identified. A wire that attaches the bnc connector to the ventilator's alarm circuit was broken, causing an "open" condition. Due to the remote alarm configuration of the ventilator (normally open), this type of malfunction would cause a failure of a remote alarm to annunciate if activated for an alarm condition when connected to the ventilator. The ventilator's bnc connector was replaced to correct the problem. A review of the device's service history indicated the ventilator was last serviced by the manufacturer on (B)(6) 2010, at which time the device passed all phases of testing, including function of the bnc remote alarm cable connector. The manufacturer was unable to determine how the bnc connector wire was broken. The manufacturer conducted a review of its adverse event database from (B)(6) 2005 to (B)(6) 2011 and confirmed there were no adverse events associated with bnc remote alarm cable connectors. Based on the available information and investigation results, the manufacturer concludes the component's design is adequate for its intended use and no further action is appropriate.